Event description:
It was reported that the syringe 1.0ml 30ga 1/2in uf 10bag 500cs experienced no label or missing label information. The following information was provided by the initial reporter: material no: 328411 batch no: 4121600. Spouse has one box of insulin syringes with no expiration date. Stated the box is unopened. Advised spouse this product box would be expired. Date of event: unknown.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 4121600. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. This was manufactured before expiration dates were printed on packaging.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. The customer's address is unknown:  (B)(6), USA has been used as a default.  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe 1.0ml 30ga 1/2in uf 10bag 500cs experienced no label or missing label information. The following information was provided by the initial reporter: material no: 328411 batch no: 4121600. Spouse has one box of insulin syringes with no expiration date. Stated the box is unopened. Advised spouse this product box would be expired. Date of event: unknown.